Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2019 due to an auto accident. The cause of death was injuries from the auto accident. The customer's blood glucose at the time of death was unknown. The customer was most likely wearing the insulin pump when the auto accident occurred. They were disconnected from the device during their hospital admission and at the time of death since they were being held in the intensive care unit. The insulin pump had been disconnected for approximately 1 week prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.